Manufacturer narrative:
Device was used for treatment not diagnosis. Pt age: article listed patient age as 54 to 73 years old. Pt sex: the study group comprised 7 men and 10 women. ¿locking plate and fibular allograft augmentation in unstable fractures of proximal humerus.¿ matassi, f., et al. Injury, int. J. Care injured 43 (2012) 1939¿1942. This report is for an unknown proximal humerus internal locking system philos. Investigation could not be completed and no conclusion could be drawn, as no devices were returned and no lot numbers or part numbers were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article ¿locking plate and fibular allograft augmentation in unstable fractures of proximal humerus.¿ matassi, f., et al. (2012) retrospective review was performed between april 2008 and may 2010 on 17 patients with unilateral displaced proximal humeral fractures treated by locking plate fixation with intramedullary fibular strut graft augmentation. Average patient age was 62 years (range, 54-73 years). The study group compromised 7 men and 10 woman, the injuries included a fall while walking (13 patients), motorcycle accident (2), a sports-related accident (1) and a fall from an elevated height (1). The locking plate (for nine cases: proximal humerus internal locking system philos, synthes, (B)(4) was secured to the lateral humeral shaft distal to the fibula. No patients were lost to follow-up. All fractures healed clinically and radiologically. Complications were recorded, such as vas pain level of 1 point(range, 0-2 points), collapse of the fracture, screw penetration, avascular necrosis, peri-implant fracture, infection and need for further surgery. This report is for an unknown proximal humerus internal locking system philos. This is report 1 of 1 for (B)(4).